Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022.the patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The patient experienced unspecified symptoms of hypoglycemia. The patient was taken to the hospital by family due to the continued low cgm reading despite the patient eating a lot. Per documentation, the patient was treated with a glucose drip. It was also noted that the patient has csid (congenital sucrase-isomaltose deficiency) and covid (corona virus disease). The cgm was reading low and the blood glucose reading was 70 mg/dl. There was no documentation of further medical intervention. At the time of the report, the patient was feeling somewhat fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.